Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette not attached properly alarm. There was no patient involvement, no injury was reported.

Manufacturer narrative:
One device was returned for analysis of complaint of "repeat repair - cassette not attached" could not confirm the complaint with 50 ml cassette and downstream occlusion (dso) pressure test while on customer settings. Review of event log matches complaint. Could not duplicate. Review of service history found unit was last in for repairs on 22-aug-2025 for cassette not attached error. Visual and functional testing was performed. Device passed all testing criteria. The probable cause of the reported problem unknown.